Manufacturer narrative:
Insulin pump passed the displacement test, sleep current measurement and active current measurement. All currents within spec range. However, confirmed power error alarm due to j6 connector resistance issue.

Event description:
The customer reported via phone call that the insulin pump had power error detected. Customer blood glucose value was 67 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The device will be returned for analysis.